Manufacturer narrative:
The complaint is reportable to the FDA on the basis of the reporting precedence established for brush breakages for this product family. The customer reported the following complaint issue; 'brush broke off catheter while cleaning scope. The end of brush broke off in the scope. The faulty brush was not kept for return.' As per the complaint description, the complaint device was discarded therefore not available for evaluation. The device involved in this complaint is: 1 x dcb-dv-50. As the lot number was not provided, it was not possible to establish if there were any devices from the affected lot number in stock at the time of the complaint investigation. Similarly, a review of the manufacturing records for the product involved in this complaint could not be performed as the lot number was not provided. However, prior to distribution all disposable endoscopic cleaning brush sets are subject to visual inspection to ensure device integrity. A possible cause of this complaint could be if excessive pressure was applied to the cleaning brush when cleaning the scope, but as the device was not returned for evaluation we cannot conclusively determine the root cause of this complaint. The complaint was confirmed based on the customer testimony. The disposable endoscopic cleaning brush is intended for cleaning the accessory channels of endoscopes. As the per complaint information received, there was no patient contact during this event. The device is supplied non sterile and is intended for single use only. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Complaint description received is as follows: brush broke off catheter while cleaning scope. The end of brush broke off in the scope. The faulty brush was not kept for return. As per the complaint information provided, there was no patient involvement in this event.